Event description:
It is reported that the surgeon didn't use this device because the poly bag wrapping it had torn.

Manufacturer narrative:
Evaluation summary: the rigid metal notches on the implant had torn the poly bag during distribution. In 2005, the packaging was revised. The revision included adding a thick, abrasive resistant poly bag. A vacuum is pulled on the bag before sealing, limiting the movement of the implant. Evaluation: the poly bag shows abrasion type wear of what appears to be the outer diameter of the shell. Device history records indicate device manufactured to specification.